Event description:
It was reported that the patient experienced an alert/notification issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, the patient reported that she did not receive an alert from her dexcom device notifying her of hypoglycemic state. It was confirmed her low alert threshold was set at 70 mg/dl. She stated she was driving when she lost consciousness and was in an accident. No injuries were reported because of the accident. Once ems responded to the scene, the patient¿s bg meter reading was 34 mg/dl. No cgm value was reported at this time. The patient reported being hospitalized for two days, but no details about the medications or treatment she received could be recalled. The patient was in ¿normal condition¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). H2 correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
Data investigation could not confirm an alert/notification settings within the investigation window. However, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined. In connection with the allegation, it was noted that the app delivered an urgent low soon alert at 10:11 am, which was acknowledged immediately. The egvs returned within range, then the app delivered low alerts with 10 percent volume from 11:01 am to 11:06 am, which was not acknowledged. However, at 11:11 am, the app delivered a low alert at 0 percent volume as the app audio permissions were revoked. The egvs again returned within range, then the app began to experience signal loss at 11:31 am, alerting after the set threshold, which lasted for almost 22 hours until 09:21 am the next day. During signal loss, egvs dropped from 69 mg/dl to low (less than 40 mg/dl) from 12:16 pm to 02:06 pm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, h2: additional information, h6: investigation findings, h6: investigation conclusion.